Event description:
A sierra heparin 10u/ml pre-filled syringe was found that was discolored, an amber color, and there was a piece of something stuck to the inside to the syringe that was a brown color. This was noticed in house, the dose was not dispensed to a pt, the rest of the lot was pulled and inspected.